Manufacturer narrative:
Initial.

Event description:
It was reported that the pump displayed recurring alert 38 indicating a motor stall during and after a supply change, with intermittent inability to proceed past rewind and behavior suggesting the piston position was not tracked correctly; troubleshooting included restarts, dry run, and fill tubing only, which completed with slightly irregular motor sound, and the device subsequently allowed filling though alerts recurred, consistent with a failure to infuse related to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified along with a device problem of failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.